Manufacturer narrative:
Batch review performed on 28 december 2020: lot 121811: (B)(4) items manufactured and released on 27-june-2012. Expiration date: 2018-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and head with competitor products, and liner with a medacta liner 8 years after primary. The surgery was completed successfully.